Manufacturer narrative:
The customer reported that the bsm (bedside monitor) powered off on its own, and he was unable to power on the device afterwards. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The battery in the bsm was taken out and device would turn on. The battery was put back into this device and it was charged fully. The device was allowed to run on the battery until the device powered down. The device was plugged in and it powered back. It is still believed that this battery is defective and was the cause of this device not being able to power on. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) powered off on its own, and he was unable to power on the device afterwards.